Event description:
Chloraprep one step (lot# 5178341) cleaner sponge came off while cleaning skin prior to starting IV. Glass inside tube fell out of cleaner and on to patient's left arm. Patient sustained two superficial lacerations.